Manufacturer narrative:
The motor error alarmed during the basic occlusion test due to a loose and flush drive support disk. The motor passed the motor test. The unit had a cracked case at the display window corner, a minor scratched lcd window, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer called in to report a motor error alarm during a bolus. The customer's blood glucose level was 210 mg/dl. The customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.